Event description:
A cartridge alarm was reported during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, enabling the customer to successfully resume insulin therapy, and the issue was resolved.